Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported difficulty grasping the leaflets, incomplete coaptation - single leaflet device attachment (slda), and difficulty visualizing the clip appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ on a patient with thin, friable, fragile leaflets and an enlarged atrium. A mitraclip xtw (51028a2122) was inserted and grasping was performed. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second clip, a mitraclip xtw (51029r1083) was then inserted and deployed on the mitral valve. However, post deployment the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that damage to the leaflet was suspected. A third clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.